Event description:
The customer reported low blood glucose symptoms with a result of 8.3 mmol/l obtained on the mobile system. Paramedics were called, and he was taken to the hospital and treated with sugar and "glucoside." No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported low blood glucose symptoms with a result of 8.3 mmol/l obtained on the mobile system. Paramedics were called, and he was taken to the hospital and treated with sugar and "glucoside." No adverse event related to the device was reported. Requested return of suspect device. Additional information was received that on a separate day the customer reports taking novorapid based on a mobile result of 9.5 mmol/l. The customer reported he had low blood glucose symptoms 20 - 25 minutes later. Paramedics were called, and he was taken to the hospital where he tested 1.8 mmol/l on a professional system 30 - 35 minutes after the mobile result. He was treated with sugar and "glucoside." The customer was released from the hospital the same day. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.